Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: the device and images related to this incident were not available for the investigation evaluation. Since product was not returned it is not possible to determine why the user encountered a difficulty in removing trigger wires. However it is plausible that if the green knob was rotated the wires were caught between the handle and the release knob and the use of the forceps resulted in breaking the trigger wires. Based on the given information, it is not possible to determine an exact root cause and no conclusion can be drawn. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient with acute type b (stanford) aorta dissection underwent repair on (B)(6) 2015. The patient's anatomical form was suitable for the procedure. The delivery system was advanced to the target site by right approach. After deployment of the stent graft, the user encountered a difficulty in removing trigger wires. Then, forceps were inserted into a hole on a white handle where the trigger wires exited. When the user pulled the wires with forceps, these wires broke. Therefore, he sliced the surface of gray positioner as much as trigger wires became visible and removed them one by one to fully deploy the stent graft. Patient outcome: there have been no adverse effects to the patient reported.